Event description:
After surgeon inserted the white spike of the tvt obturator system into the patient in order to place the mesh, the plastic covering of the mesh detached from the white spike of the tvt obturator system. The tvt obturator system was completely removed from the patient and no injury occurred. A new tvt obturator system was used.